Event description:
It was reported that patient was experiencing burning and shocking sensations at the implantable pulse generator (ipg) site. It was believed that it was device related, as she only felt that sensation while the device was on. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was discarded by the facility.

Event description:
It was reported that patient was experiencing burning and shocking sensations and pain at the implantable pulse generator (ipg) site. It was believed that it was device related, as she only felt that sensation while the device was on. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was discarded by the facility.

Manufacturer narrative:
Correction to block h6.